Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacturer date is not known. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the ablation stopped and the alarm received or how long the ablation ran for was unknown. The physician attempted the ablation again, but cavity assessment failed. They found that the patient "had a bowel injury and bowel resection was performed. Patient is still hospitalized." No additional information was received.